Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was randomly turning off and rebooting, even in the middle of transactions being performed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was randomly rebooting and turning off. The technical support specialist reviewed the logs and determined that the problem could be attributed to a defective cable, which was leading to the station rebooting when the drawers in the main cabinet were closed, or possibly a malfunctioning battery or power switch. A field service engineer (fse) conducted a power test using the hardware test application (hta), but the issue persisted. The fse then replaced the power supply, restarted the station, re-ran the hta test tool, and resolved the issue. The customer then logged in and was able to perform the inventory count successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was randomly turning off and rebooting, even in the middle of transactions being performed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.